Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B)(4). "B5: describe event or problem - correction is required for b2 b2: outcomes attributed to adverse event - correction - remove check-mark for required intervention to prevent permanent impairment/damage (devices) due to incorrect entry.